Event description:
Cadd tubing 0.2 micron filter increased to 125 ml/hr. Bags filled from empty bags. After infusion complete 150-300 ml left in bags. Pump checked for accuracy. Pump had to be re-programmed. Dose or amount: nafcillin 12 gm / 984 ml. Frequency: continuous at 41ml / hr. Route: IV.